Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as patient did not wear a mask and did not clean area before starting therapy. The peritonitis was manifested by abdominal pain, cloudy fluids, diarrhea, and fever. The patient was hospitalized on the same day as onset of the peritonitis. Treatment for the event was not reported. Eight days after onset of the event, pd therapy was discontinued and the patient was discharged from the hospital. It was reported that the patient passed away on the same day as discharge. The cause of death was reported to be due to malnutrition. It was not reported if the patient had recovered from the peritonitis event prior the time of death. It was unknown if the patient was retrained on aseptic technique prior to time of death. An autopsy was not performed. Additional information was requested but is not available.